Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was filled with glue inside and out. The issue was observed during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps passage filled with hard glue a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to maintenance. Olympus will continue to monitor field performance for this device.